Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a flickering screen and an e226/e227 error code. The issue was found during an unspecified surgical procedure. There were no reports of patient harm.